Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.0 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer used the same finger for three tests. Per product labeling, for a second measurement a new puncture of a different finger is mandatory. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 8:40 am, the result was 7.7 inr. At 8:45 am, the result was 6.4 inr. At 8:48 am, the result was 5.3 inr. At 8:49 am, the result was 4.3 inr. At 8:57 am, the result using a test strip from a new vial of the same lot was 6.2 inr. The customer used the same finger for three of the tests performed. The therapeutic range was 2.0 inr - 3.0 inr.